Event description:
Consumer called to report higher readings lately and overdosing himself as a result of the readings. Passed out (3 weeks ago) and someone called the ambulance for his revival. Taken to the ER for further treatment.